Manufacturer narrative:
Date of the event: (B)(6) 2017. Additional suspect medical device components involved in the event: lead.

Event description:
A report was received that the study patient developed affective lability which was moderate in severity. The patient was admitted and the event is resolving. This event was assessed as probably related to device stimulation and not related to the procedure or the device hardware. The device information is unable to be obtained.

Manufacturer narrative:
Additional information was received that there was no intervention for the event of effective lability.

Event description:
A report was received that the study patient developed affective lability which was moderate in severity. The patient was admitted and the event is resolving. This event was assessed as probably related to device stimulation and not related to the procedure or the device hardware. The device information is unable to be obtained.

Event description:
A report was received that the study patient developed affective lability which was moderate in severity. The patient was admitted and the event is resolving. This event was assessed as probably related to device stimulation and not related to the procedure or the device hardware. The device information is unable to be obtained. Additional information was received that there was no intervention for the event of effective lability. Additional information was received that the patient was admitted, reprogrammed, underwent rehabilitation and was discharged.

Manufacturer narrative:
Lead - model #: unk; serial #: unk; description: unk. Correction to follow-up MDR 2 in block b5.

Event description:
A report was received that the study patient developed affective lability which was moderate in severity. The patient was admitted and the event is resolving. This event was assessed as probably related to device stimulation and not related to the procedure or the device hardware. The device information is unable to be obtained. Additional information was received that there was no intervention for the event of effective lability. Additional information was received that the patient was admitted per site practice as part of the two-year follow-up protocol. The patient was reprogrammed, underwent rehabilitation and was discharged. The patient recovered